Manufacturer narrative:
The device was returned to (B)(4) and an evaluation was performed. The evaluation determined that the system fault 74 was a single occurrence and could not be reproduced during in-house system testing. Further evaluation detected a leak test failure during device calibration. The pneumatic block and main circuit board (pcb) were replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that a system fault (sf74) occurred on an astral device indicating a software task error. This caused the astral device to restart unexpectedly. There was no patient injury reported as a result of this incident.